Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome switch. No cosmetic damage noted.

Event description:
The customer reported via phone call that the buttons on the insulin pump are hard to press. Customer stated that the device was beeping all night with sensor alerts and since she could not make it stop, she disconnected it and left it in a different room. Blood glucose value was 188 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.